Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was unable to remove the battery cap on the insulin pump and that she was not receiving insulin. Customer had a low battery alarm. The blood glucose reading was 171 mg/dl. She stated that she does not perform excessive button pressing and that the batteries were not previously used but that the backlight was used frequently. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, a cracked display window corner, broken battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.